Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, contamination was found within the blower motor and flow sensor assembly. The blower motor and flow sensor assembly were replaced to address the issue. During the evaluation, the inlet air path assembly was replaced due to preventive maintenance.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, contamination was found within the blower motor and flow sensor assembly. The blower motor and flow sensor assembly were replaced to address the issue.